Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-jul-05. It was reported that the patient was switching from saline to drug following the granuloma removal on (B)(6) 2017.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving morphine [4 mg/ml] at a rate of 0.4 mg/day via intrathecal drug delivery pump for non-malignant pain and complex regional pain syndrome. It was reported that there was a suspected granuloma but the physician wants to bolus the patient with the drug left in the pump tubing of approximately 1.2 mg bolus dose when the patient has been receiving 0.4 mg/day because they do not want to do a system content removal procedure, only aspirate the catheter. The plan is to then deliver preservative free normal saline (pfns) through the system at 5 mls/day which will empty the reservoir in approximately 5 days and hopefully clear out the granuloma. There was concerns about air delivery into the intrathecal (it) space. An MRI with contrast was performed and normal saline at 30 mg/day and a follow-up MRI at the end of the week was to be performed. The MRI was positive for granuloma and it was reported on 7/5/2017 that 2 cm of the catheter was removed. The pump was filled with fentanyl 50 mcg/ml that evening and started at 25 mcg/day.